Event description:
A turnpike catheter was used in a procedure. The physician was using the device for a retrograde approach. The physician removed the wire to inject rotoglide into the catheter. The hub of the device broke off while he was injecting the rotoglide. There was no patient impact reported as part of this event.